Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown size aneurysm. It was reported that during the index procedure after implantation was completed as per IFU, it appeared that 80% of the left renal artery was covered by the main bifurcated stent graft. It was decided to implant a renal stent. Percutaneous transluminal renal angioplasty (ptra) was performed and a non-mdt sheath was advanced into the left renal artery. It was reported that it was not noticed that dissection had occurred of the left renal artery by the guiding sheath. The guide wire was then advanced, followed by the non-mdt renal stent. After the stent was deployed dilation was performed with the non-MDR pta balloon catheter. It was reported that when angiography was performed to confirm the implantation it was noticed that the left renal artery (true lumen) was not observed and at that time the physician noted that the renal stent was implanted inside the false lumen. It was decided to complete the procedure and monitor the patient¿s condition. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.